Event description:
It was reported that a vns pt died due to head injuries sustained at summer camp. The pt's generator and lead were explanted and returned to the manufacturer; however, device eval has not been completed. The pt's programming history was reviewed, and proper device function was confirmed. Good faith attempts to obtain additional info regarding the pt's death have been unsuccessful to date.